Event description:
It was reported that pump displayed malfunction code 0 with a specific fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.